Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user misunderstood the definition of erratic results .

Event description:
Customer complains of erratic results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 80-100mg/dl fasting. Verified test strips expire 03/25/2018. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 123mg/dl and 124mg/dl. Reviewed meter memory: (B)(6). The customer is concerned about the these two results (103 mg/dl and 90 mg/dl) that he received on (B)(6) 2015. No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of erratic results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 80-100mg/dl fasting. Verified test strips expire 03/25/2018. Confirmed customer's test strips are being stored properly and opened vial date is 9/21/2015. Customer performed a back to back blood test 123mg/dl and 124mg/dl. Reviewed meter memory (B)(6). The customer is concerned about the these two results (103 mg/dl and 90 mg/dl) that he received on (B)(6) 2015. No adverse event reported.